Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device was not working and that when the device is not working, they are not getting therapy relief. They further started a new program 2 months ago, it worked great and then it stopped about 2 weeks ago. Patient further reported that they would feel tingling in their leg sometime but is not getting therapy relief. Patient denies any recent fall or trauma. Patient was currently on program 4 at 2.1 v. During troubleshooting, it was determined that the patient had access to patient programmer and it showed that the stimulation was on and patient had the ability to change programs and adjust stimulation. Pat agent offered to walk pt through to change to other programs but patient stated they had already tried all 4 and that current one was the best until it stopped working. Patient was redirected to follow up with their health care professional to check up on device and for reprogramming. No further complications were noted or anticipated.

Event description:
Additional information was received from the patient: the patient was not sure of the circumstances that led to their device not working and stated "maybe it became un-synced". The steps taken to resolve the issue was the device was synced. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.